Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the back of the hemopro c-ring broke in half and fell into the tunnel. The harvester was able to remove the broken pieces through the original incision. No replacement was required since the vein had already been harvested. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).